Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort in the bladder as the reservoir pressed against it, which led to a surgical intervention. The suspected cause of the discomfort was reservoir migration. During surgery, the entire ipp was removed and replaced. No patient complications were reported.